Event description:
Pt had cypher stent implanted in 2003. Five days later, they reported to another facility complaining of chest pain. Angiography was done and there was a 95% stenosis of the proximal end of the stent. Another stent was placed and the pt discharged the next day.